Manufacturer narrative:
Analysis of lead model 3889-33, lot #va1qq8u, showed all conductors were broken in the body of the lead, at or near the tines, 5.4 cm from the distal end. The conductors were stretched and the coils crushed. The outer insulation was intact. No shorts were seen between circuits. The lead device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1qq8u, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Previously submitted device, method, result, and conclusion codes related to this event were updated to reflect the additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had surgery on (B)(6) 2019. The lead was in fact securely in the battery header, but all impedances were out of range. The lead was tested intra-op and the decision was made to do a lead revision. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a loss of therapy. Battery impedances were checked, and all were out of range. An x-ray was done, and it appeared via x-ray that the lead was out of the battery header. The patient was scheduled for an appointment on (B)(6) to ¿access and schedule next steps.¿ no further patient complications were reported.